Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning : 1) do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. 2) do not aspirate urine through the drainage funnel wall. Caution: (1) this product contains natural rubber latex which may cause allergic reactions. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported after usage of the catheter, the patient allegedly experienced irritation, bladder spasms, and inflammation. The patient was allegedly scoped by a physician, which found that the patient was inflamed. The patient was prescribed oxybutynin. The patient reportedly uses a petroleum based lubricant for insertion. The patient inserted the catheter balloon, then deflated the catheter balloon and used medical tape to hold the catheter in place.